Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2015, the patient was prescribed a ten day course of oral antibiotics. The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2015, the patient underwent revision surgery to have excess tissue excised from around the implant site; during the same procedure, the abutment was exchanged. The implanted device remains. This report is filed october 21, 2015.

Manufacturer narrative:
(B)(4). The implanted device remains.